Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing and incorrectly displayed episodes of af events. No intervention was performed. The patient was in stable condition.